Event description:
It was reported that this left ventricular (lv) lead was suspected to have loss of capture (loc). Technical services (ts) was consulted and reviewed presenting electrogram (egm). Ts agreed there was loc. Further review of data indicates there are high capture threshold measurements for the lv lead. This device remains in service. No adverse patient effects were reported. This report reflects information received by the FDA in the form of a notification per 803.22 (b)(2).